Event description:
Reporter indicated that a lead break was identified in x-rays reviewed by the physician. However, device diagnostics performed revealed that the device was intact. The patient has been referred for revision surgery to correct the issue. Good faith attempts to obtain additional information such as specific diagnostic results, cause of the lead fracture, and a copy of the x-rays from the physician have been unsuccessful.

Manufacturer narrative:
Conclusions: device failure is suspected, but did not cause or contribute to a death or serious injury.